Manufacturer narrative:
This report is submitted on september 3, 2018.

Event description:
Per the clinic, the patient experienced pain and subsequently the device was explanted (date not reported). The patient was reimplanted with a new device on (B)(6) 2018.

Manufacturer narrative:
This report is filed on december 05, 2018. (B)(4).